Manufacturer narrative:
No sample is available for the manufacturer to investigate. Evaluation method: DHR review was performed. Results: the DHR review revealed that no issues or discrepancies were found which could potentially relate to the complaint reported. Conclusions: no conclusion can be established based on the lack of sample. No corrective action was taken.

Event description:
The event is reported as: this issue was reported as follows: "during a richter procedure, the physician used a capio + a needle, but inside the patient, the needle detached from the wire and was lost. So far, the needle wasn't retrieved. The procedure was completed with a different device. No patient injury reported.